Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff experienced persistent helium loss alarms prior to transport when using the intra-aortic balloon pump (iabp). As a result, a second iabp was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of persistent helium loss 2 and 3 alarms is not able to be confirmed. A teleflex field service engineer inspected the pump and could not duplicate the alarms. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff experienced persistent helium loss alarms prior to transport when using the intra-aortic balloon pump (iabp). As a result, a second iabp was used. There was no report of patient complications, serious injury or death.